Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 13cm distal to the is-1 connector pin. The proximal fragment including the yoke and connector pins was received for analysis. The distal fragment including the rv shock coil and lead tip was not returned. The returned lead fragment was visually analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported fracture. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead was explanted due to fracture. No adverse patient events reported. Should additional information become available, it will be added to this file.